Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72 year old male patient presenting for impella support during an ep/ablation procedure. After the procedure, the patient developed a hematoma at the impella access site. Hemostasis was achieved, however, multiple blood products were delivered.